Manufacturer narrative:
Implanted: unk, explanted: unk.

Event description:
Literature: schapiro a, racadio j, kinnett d, maugans t. Combined c-arm fluoroscopy and c-arm cone "beam computed tomography for the evaluation of patients with possible intrathecal baclofen delivery system malfunctions. Neurosurgery. 2011;69 suppl operative:ons27-33. Doi: 10.1227/neu.0b013e31821663a4." Summary: the authors present a case series of intrathecal baclofen (itb) catheter evaluations using combined c-arm fluoroscopy (cf) and c-arm cone beam CT (ccbct). Seven cases were retrospectively examined between (B)(6), 2009. Reportable event: the authors assessed patient 6, a (B)(6), who presented with increased spasticity or signs of baclofen withdrawal. In the case of patient 6, the radiologist was instructed to forego contrast administration into the side port of the pump because no fluid could be aspirated. Because of the patient's large body habitus and the lack of contrast, the catheter system could not be adequately visualized with fluoroscopy alone. Ccbct revealed discontinuity of the intrathecal catheter tubing, with the proximal catheter extending to the soft tissues overlying the l3 spinous process and the distal segment located within the spinal canal near the l2-l3 facet. At the time of surgical exploration, no catheter traversing the dura could be found. Therefore, a new intrathecal catheter was placed and connected to the existing proximal tubing. The free segment within the thecal sac was not removed. The patient noted dramatic improvement immediately after revision.